Event description:
Caller reported false negative ckmb and questionable troponin I (tni) results on triage cardiac panel vs. Lab results from bcis. Customer reports a missed nstemi. The patient's blood was originally run on triage. They also requested that it be run on bcis (access2) in the lab which is how this was discovered. There was no poc result for the second draw as the second draw was sent directly to the lab - so no edta was ever drawn. A cbc sample collected at 11:15 was located by tc and subsequently tested. The patient had a cardiac cath and the results showed an 80% blockage of the left anterior descending artery which was repaired with a stent. The cardiology report confirmed ami caused by a clot in that artery.

Manufacturer narrative:
Investigation pending.